Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 19 injections were performed with a balloon catheter without any issues. Also, another 13 injections were performed with another balloon catheter without any issues. Visual inspection of the mapping catheter showed a kink on the loop and a ribbed pebax tube. In conclusion, the mapping catheter failed the returned product inspection due to a loop kink and a ribbed pebax tubing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a completed cryo ablation procedure, the mapping catheter was returned to the manufacturer, analyzed, and tested out of specification system integrity test was not passing.